Manufacturer narrative:
Instruction was provided to the distributor for adjustment of the pt bed. The root cause was a service error, specifically the distributor of the laser was not providing the site with the proper set up of the pt bed to accommodate all patients acceptable in the dfu. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
An ophthalmologist reported the pt bed does not move down deep enough, patients with big heads could not be treated. During the fine adjustment, the head rest is pressed forward and backward. It is impossible to travel to a point at the pt's eye. There was no report of any pt injury.